Event description:
Boston scientific received information that this atrial pacing lead was removed from service due to physical damage noted at implant. During the implant, the physician noted a bend immediately proximal to the electrode end of the lead on fluoroscopy and chose to explant the lead and replace it with another lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted as mentioned in the complaint description. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to tensile forces applied during the implantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.